Event description:
During elective cardioversion electricity escaped the side of another anterior pad, arched to cause small cresent shaped burn to the anterior chest, approx 4cm in length. Pt was given silvadene cream for the burn.